Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a lesion in the mid circumflex coronary artery. During a failed attempt to cross with the 3.5x33 xience xpedition stent delivery system (sds), the hub completely separated from the sds. The device was removed and another 3.5x33mm xience xpedition was successfully used and deployed in the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.